Manufacturer narrative:
MDR 2247858-2020-00052 follow-up evaluation (MDR 2247858-2020-00052 follow-up evaluation.pdf).

Event description:
Patient undergoing aaa repair. Her common femorals, external iliacs, and common iliacs measured between 5-7mm in diameter in both legs, non-calcified. On the patient's r groin, we pre-dilated with a 14f sheath, then an 18f dilator. The 30x80mm 19f main body would not go up; we tried it in the l groin after pre-dilating with the 14f sheath and 18f dilator. The device still would not go up the body. We exchanged out for a 28x80mm 18f main body and placed it in the r groin and proceeded successfully with the case. Patient outcome: "positive outcome; no patient injury; we were able to use a lower profile device successfully."

Event description:
"Patient undergoing aaa repair. Her common femorals, external iliacs, and common iliacs measured between 5-7mm in diameter in both legs, non-calcified. On the patient's r groin, we pre-dilated with a 14f sheath, then an 18f dilator. The 30x80mm 19f main body would not go up; we tried it in the l groin after pre-dilating with the 14f sheath and 18f dilator. The device still would not go up the body. We exchanged out for a 28x80mm 18f main body and placed it in the r groin and proceeded successfully with the case." Patient outcome: "positive outcome; no patient injury; we were able to use a lower profile device successfully."